Event description:
It was reported by the customer that a pyxis medstation es system had a read write errors. The customer reported that the malfunction occurred when the user tired to issue medication to patient, user was able to retrieve medications from a nearby station and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station experience a read write error. A field service engineer replaced rowboard cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.